Event description:
The customer reported the generator "freezes then after reboot she gets a white screen and table won't move." There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.